Manufacturer narrative:
This was both an adverse event (loose set screw) and a product problem (fracture).

Event description:
Boston scientific received info that this system was exhibiting noise, oversensing and pacing inhibition on the right ventricular (rv) channel. During lead impedance testing while applying movement, impedances greater than 2500 ohms were observed. The pt is pacemaker dependent; however, they did not experience any additional adverse events other than dizziness. During surgical intervention, the device was checked and it was determined that the tip set screw was loose. The set screw was then tightened and the pt's pocket was reclosed and all measurements were normal. A couple hours later while the pt was sitting up eating lunch, rv noise, loss of capture and high out of range impedances were observed again and the pt was symptomatic. A lead fracture was then suspected and a revision procedure was performed. The local sales representative stated the lead would be returned to boston scientific for analysis.